Event description:
A us distributor reported that a patient's battery would not power on a monitor.

Manufacturer narrative:
Device evaluation of battery pack sn (B)(4) has been completed. The reported problem (unable to power up a monitor) was confirmed. As received, the battery pack was unable to power a test monitor and charge.  The cause for the failure was isolated to a loose bus bar inside of the battery. The battery pca and cells were also contaminated. The root cause of the loose busbar cannot be positively identified. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids.  There was no death or adverse event associated with the battery malfunction.